Manufacturer narrative:
This report is for an unknown right dynamic hip system plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a right dynamic hip system plate on (B)(6) 2015 was revised on (B)(6) 2015 due to a broken lag screw and non-union. The plate (intact) and broken screw were removed and replaced with the recon division with a hip hemi. All hardware was easily removed without any surgical delays or additional medical intervention. The devices were discarded by the hospital. This report is for an unknown right dynamic hip system plate. This is report 1 of 2 for (B)(4).